Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The exposed portion of the soft cannula was observed to be torn, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be confirmed. Inspection of the device found no damages or defects that would contribute to skin irritation or swelling. The cause of the reported skin infusion site complaints could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if they were getting any insulin. The patient also reported redness and swelling at the insertion site. As treatment, the patient applied a new pod.